Manufacturer narrative:
(B)(4).

Event description:
The patient had two leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient's ((B)(6)) l5 lead demonstrated elevated impedance readings. Surgical intervention was undertaken on (B)(6) 2016 and the physician withdrew the l5 lead out of the neuroforamen and placed an additional lead at l5. Reportedly, effective therapy was restored. Concomitant medical products: the implant date is unknown for the following device: model mn20200, drg ipg.